Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, rupture.

Event description:
Patient representative reported patient ¿suffered a rupture in one of breasts, having to undergo surgery to remove it" and "has hardening, enlarged breast, pain and inflammation in the lymph node, and the ultrasound shows fluid." This record is for an unknown side. The device remains implanted.